Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 511sd was armed by the surgeon and presented for skin incision, when pressure was applied to the trocar, it entered the pts abdomen and the safety shield failed to operate. This happens when the trocar is rotated on entry, but also when inserted without rotation. Used a new obturator to complete the case. There was no consequence to the pt. The device is not available for analysis.